Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and non calcified mid right coronary artery. A 4.00x16 synergy¿ drug-eluting stent was advanced but strong resistance was encountered in the lesion and the device failed to cross the lesion. Pre-dilatation was then decided to be performed using a semi compliant balloon catheter and the stent delivery system was removed. However, during removal of the device, it was noted that the proximal edge of the stent came into contact with the distal tip of the guiding catheter and part of the proximal edge of the stent was lifted. The procedure was completed using a 3.5x15 non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.0 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first two struts on the proximal end of the stent lifted and distorted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no damage with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and non calcified mid right coronary artery. A 4.00x16 synergy drug-eluting stent was advanced but strong resistance was encountered in the lesion and the device failed to cross the lesion. Pre-dilatation was then decided to be performed using a semi compliant balloon catheter and the stent delivery system was removed. However, during removal of the device, it was noted that the proximal edge of the stent came into contact with the distal tip of the guiding catheter and part of the proximal edge of the stent was lifted. The procedure was completed using a 3.5x15 non bsc stent. No patient complications were reported and the patient's status was good.